Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge pigtail "seemed to have weakened integrity where tubing was more fragile and was bending at the fusion point." In addition, it was reported that an occlusion alarm occurred. Customer's blood glucose level was 500 mg/dl. Customer changed pump supplies to address the issues.